Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair procedure, the tristar 50 icw electrode fell off, leaving a fragment inside the patient. Surgery was completed using a s+n back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H2: corrected information in b5 (event) and h6 (health effect - clinical and impact codes).

Event description:
It was reported that, during a meniscus repair procedure, the tristar 50 icw electrode fell off. The fragment was removed from the patient with tweezers. Surgery was completed with a s+n back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
New information was received from the reporter. The fragment of the device did not remain inside the patient but was removed using tweezers. Sections b5 and h6 (health effect - clinical code & health effect - impact code) were updated. Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the tristar 50 icw electrode fell off. The fragment was removed from the patient with tweezers. Surgery was completed with a s+n back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The saline line and data cable are cut from the device. The electrode is slightly damaged, and a very small portion of the electrode is missing. Functional evaluation cannot be done as the cable is cut from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an intraoperative photo was provided for review and confirms the reported. Based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined, and a user vs procedural variance could not be ruled out as a likely contributory factor. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.